Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d274trk implantable defibrillator (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced increasing phrenic nerve stimulation due to the left ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.